Event description:
It was reported that device entrapment occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 1.50 mm rotablator and rotawire were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the burr and wire intertwined. The burr and rotawire devices removed with a balloon. It was noted the tip of the burr was uneven. The procedure was completed with another rotablator and rotawire. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).